Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Manufacturer report number 1627487-2019-05646, manufacturer report number 1627487-2019-05647. It was reported that patient had loss of therapy due to loss of stimulation. Device system was explanted to resolve the issue. There was no complication during the procedure. Patient was stable.

Manufacturer narrative:
The reported event for loss of therapy was not confirmed. As received, both octrode leads passed all electrical testing. No root cause was identified for the reported event.

Event description:
Manufacturer report number 1627487-2019-05646; manufacturer report number 1627487-2019-05647.